Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. He012bh) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), genital haemorrhage ("heavy / abnormal bleeding") and hypoaesthesia ("numbness"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, genital haemorrhage and hypoaesthesia had resolved. The reporter considered fatigue, genital haemorrhage, hypoaesthesia and pelvic pain to be related to essure. Batch no he012bh production date 2016-07-22 expiration date 2019-07-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / pain, including chronic pain") in an adult female patient who had essure inserted (lot no. He012bh) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nausea and abdominal pain in 2018 and diarrhoea, tiredness, urinary frequency and parity 6. Concurrent conditions were listed as gallstones and insomnia since 2018. Concomitant products included omeprazole, naproxen and depo provera (medroxyprogesterone acetate) for contraception. On (B)(6) 2017, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy / abnormal bleeding"), fatigue ("fatigue"), hypoaesthesia ("numbness"), device intolerance ("nability to tolerate the device"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (bilateral laparoscopic salpingectomy & hysterotomy). At the time of the report, the pelvic pain, genital haemorrhage, fatigue and hypoaesthesia had resolved. The outcomes for device intolerance, dyspareunia and mental disorder were unknown. Essure was removed on (B)(6) 2021. The reporter considered device intolerance, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, mental disorder and pelvic pain to be related to essure administration. The reporter commented: procedure: bilateral salpingectomy (2019) and subsequent total hysterectomy due to ongoing symptoms (2021) both tubal ostia seen. Essure sterilization done. Left ¿ 2 coils. Right ¿ 4 coils. On (B)(6) 2017 essure confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: successful tubal occlusion [ultrasound scan] on (B)(6) 2018: the anteverted uterus appears normal in size and texture. The endometrium is regular and measures 4mm (lmp now) both ovaries appear normal, no adnexal cysts or masses are shown.; (date unknown): anteverted uterus is normal in size and shape with a regularly outlined endometrium which contains a small amount of fluid in fundal cavity. Endometrial thickness is 5mm (lmp 3 weeks). Echogenic, linear structures are seen within the uterus which may represent known implanted coils. Normal appearances of both ovaries. No free fluid or adnexal masses identified. Urinary bladder well filled and smooth walled batch no he012bh production date 2016-07-22 expiration date 2019-07-28. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. New events inability to tolerate the device; dyspareunia & mental issues added. Medical history, concomitant drugs, reporter causality comment & reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. He012bh) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), genital haemorrhage ("heavy / abnormal bleeding") and hypoaesthesia ("numbness"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, genital haemorrhage and hypoaesthesia had resolved. The reporter considered fatigue, genital haemorrhage, hypoaesthesia and pelvic pain to be related to essure. Batch no he012bh, production date 2016-07-22, expiration date 2019-07-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: removal date and events fatigue, heavy / abnormal bleeding, numbness added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.